Manufacturer narrative:
(B)(4).

Event description:
It was reported that the chest x-ray was performed, it was noted that the atrial lead was dislodged. The helix was visible and extended. The device was reprogrammed to prevent inappropriate atrial pacing. The lead remained implanted.